Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were getting not found communicator. Patient stated that they called a manufacturer representative (rep) last night and the representative worked with them for about 30 minutes. Patient stated that the representative told them that it was not turned on and wouldn't go on to the right frequency; agent understood as the therapy wasn't turned on. Patient confirmed their therapy was off because they let their stimulator run all the way down. Patient was trying to charge the implant during the call and they saw not found recharger but it was because the recharger was turned off. Patient turned the recharger on, confirmed their implant was 100% charged and that they got good connection. Patient wanted to turned their therapy back on. During the call, agent attempted to walk patient through connecting to the mystim rc app. Patient was prompted to pair the communicator to the implant but the screen kept floating around like it was looking for it but wouldn't advance. Patient closed all apps and entered in the communicator serial number and got not found communicator. Patient closed out of all applications, restarted the handset, and the communicator. Patient confirmed the communicator was fully charged. Patient confirmed the green light was solid on the communicator and they pressed 'connect' but got not found communicator again. Patient reported seeing no blue light on the communicator. The issue was not resolved through troubleshooting steps. Agent reviewed information. A replacement communicator was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they got the replacement communicator and they needed to program the device, however they weren't having any luck. Pt was having a hard time unlocking the handset with swiping up. Pt restarted the handset. Pt said that they tried resolving the issue with an agent and a rep yesterday. Pt still had difficulty unlocking the handset after restarting the handset. Pt said that the issue with unlocking the handset wasn't this bad before. Pt said that the handset screen kept going back to a medtronic screen and then the unlock screen. Pt then got the handset to unlock finally. Pt attempted to connect the communicator to the handset. Pt eventually got the communicator and handset to connect and communicate with the implantable neurostimulator (ins). Pt saw that therapy was off. Pt toggled the therapy on. Pt said that the handset wasn't like this when they first got it. Pt said that the issue had become more frequent. Agent reviewed handset replacement with the pt. A replacement handset was sent out to the patient. No symptoms were reported. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they received the replacement handset and the handset came with communicator. Agent instructed patient to reset the communicator and patient noted the communicator would not power off. Patient noted the handset showed "to use your system your handset must be linked to your neurostimulator place the communicator over the neurostimulator" and patient placed the communicator over their implant. Agent instructed patient to try the other communicator that came in the kit with the handset. Agent walked patient through resetting the communicator and closing all applications. Patient was unable to connect to the handset and handset showed no device found. Agent had patient reset the communicator and power off the handset. Agent had patient try again, put the communicator over their implant but patient mentioned the handset showed no device found. Agent reviewed the role of a manufacturer representative (rep) and redirected patient to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that this patient programmer was not designed with the end user in mind. The communicator complicates any process. There was no need to send the patient two mew devices, further complicating the situation. The rep stated that multiple troubleshooting attempts were made. Too many issues with this remote are the problem. The rep stated that is does seem like the issue has been resolved.